Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. A stent strut on row 5 was raised. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified marginal artery. The lesion was predilated with an unspecified balloon and then a 2.50x12mm promus element stent delivery system (sds) was advanced to the lesion. However, it was noted that during advancement of the sds the struts of the stent became ¿unraveled¿. The device was successfully removed from the patient and procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is okay. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified marginal artery. The lesion was predilated with an unspecified balloon and then a 2.50x12mm promus element stent delivery system (sds) was advanced to the lesion. However, it was noted that during advancement of the sds the struts of the stent became "unraveled". The device was successfully removed from the patient and procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is okay. This product is only ous approved but it is similar to an approved us device.